Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed no delivery, unexpected restart, and signal too low alarms. The customer stated that the unexpected restart alarm recurred during normal device use. The customer did not know the blood glucose reading. She declined an offer to have the insulin pump replaced, stating that she wanted to speak to a diabetes therapy consultant. The customer later stated that she felt as though the insulin pump was not working and requested its replacement. She declined to troubleshoot for the recurring alarms. The customer was advised that the insulin pump would be replaced. She later performed a fixed prime to troubleshoot the no delivery alarm, and insulin did exit the tubing. No bent cannula was found. The customer was advised to change the entire infusion set. She advised that she would try the new infusion sets and was able to get 5 units to flow.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.